Event description:
New information received notes that the patient presented to the clinic for a scheduled follow up. The left ventricular (lv) lead was deactivated by the physician to resolve the high impedance measurements issue. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the left ventricular (lv) lead exhibited high impedance measurements. No intervention or adverse patient effects were reported.

Event description:
New information received notes that the left ventricular lead was explanted on (B)(6) 2025 and successfully replaced. During revision, it was seen that the lead was fractured. The patient was stable following procedure.